Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging an inaccurate control result. This complaint is being reported because the reported results may not have met lifescan¿s criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.